Event description:
Reporting on behalf of her husband three freestyle libre 3 sensors. Reporter explained that one needle bent due to the packaging being hard to open. Second sensor caused pain, had another bent needle and had a metal piece exposed. Third sensor caused pain in his arm, had another bent needle, the plastic holder detached from the sensor and was stuck to their husband's arm. Pt code: 1994. Device codes: 2981, 2907, 2547. Ref reports: mw5180453, mw5180454.